Event description:
It was reported that touchscreen became unresponsive. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions or support assistance related to this event.